Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while based on the analysis, the alleged cartridge change error issue could not be verified; however, a different issue was identified.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.